Event description:
The customer stated that the insulin pump alarmed motor error. Troubleshooting was performed and the buttons did not respond after a new battery was inserted. The reported blood glucose reading at the time of the call was 340 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. Unable to verify the frozen display or motor error alarm due to the blank display.